Manufacturer narrative:
Continuation of d10: product ID evproplus-29 (serial: (B)(6); product type: 0195-heart valves; implant date: n/a ; explant date: n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a visible deformity in the transcatheter valve was ident ified. The valve was then attempted to be loaded 10 times, all of which were unsuccessful. After the multitude of loading attempts, deformation of the nosecone of the delivery catheter system (dcs) was identified. It was speculated by the physician, that the aforementioned valve deformity contributed to the inability to load the valve. It was then decided to utilize a new valve, dcs, and compression loading system (cls) to complete the procedure. No patient complications were reported as a result of this event.